Event description:
Pt reported not being able to resent the device to a full carridge. Pt indicated that after being instructed on how to reset to a full cartridge, the device appeared to deliver insulin and he could hear the motor running, but the device was actually in the "stop" mode. Pt did not report any physiological effects. Pt did not allow any further troubleshooting and no product was being returned.